Event description:
It was reported that a perforation occurred resulting in tamponade and the patient expired. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and a 27mm watchman laa closure device and delivery system were used. The closure device was deployed in the laa. Two partial recaptures were performed; however the device did not meet release criteria and was therefore fully recaptured and removed. It was reported that the feet of the closure device perforated the laa which led to a pericardial effusion with cardiac tamponade. The procedure was not completed. The closure device was removed from the patient and the physicians continued to drain blood in an attempt to stop the pericardial effusion. A pericardiocentesis and pericardial window were both performed. The patient experienced disseminated intravascular coagulation. Blood products and medications were administered. During the attempts at resolving the tamponade the patient expired. Clinical suspicion of the cause of death is cardiogenic shock.